Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of moisture damage on the motherboard and the liquid crystal display board.

Event description:
It was reported that the insulin pump had water under the display. Troubleshooting was performed. No further information was provided.